Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (investigation findings and investigation conclusions) investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Veterinarian reported one of his employees experienced a needle stick when removing a syringe from a new packages stated, the needle was penetrating the needle shield before use. 1 syringe affected no medical intervention. Stated, no serious injury stated, his employee is doing good lot: 3346004, catalog: 323000, date of event: 2024-04-10, samples: yes cl.